Event description:
Pt struggling to control blood sugars [diabetes mellitus inadequate control]. Case description: does the incident represent a serious public heath threat: no. This serious spontaneous case reported by a medical doctor from (B)(6), concerns a (B)(6)-year-old female pt with a "type 1 diabetes mellitus", who was treated with novorapid penfill (fast acting insulin aspart) using novopen echo (insulin delivery device) and reported "pt struggling to control blood sugars" beginning on (B)(6) 2014. Patient's height: no reported. Medical history included type 1 diabetes mellitus (duration not reported). It was reported that the pt had a possible allergic reaction to the bed sheets in the hospital, and was put on piriton (nos), but made it clear the reaction was not a site reaction to the injections. The pt had reportedly been taking novorapid penfill from (B)(6) 2014. It was reported that the pt was in hospital struggling to control her blood sugars. It was reported that the dose of novorapid penfill has been increased from 7.5 units to 20 units in 4 days. At the time of reporting the pt was using a new batch of novorapid penfill and a new pen to see if the problem was with the insulin batch or the pen used. Action taken to novorapid penfill was reported as unk. Action taken to novopen echo was not reported. The outcome of the event was reported as unk. No further info available. Reporter comment: it was reported that the hospital have their own procedure for dealing with possible faulty products, so they will be retaining the products. Reporter also stated that the person reporting this event was a consultant, not the nurse whose details were originally provided. Reporter stated that the hospital don't believe there is a problem at the moment, so do not wish to be contacted for follow-up and the hospital will contact novo nordisk if there is a problem.